Event description:
It was reported that prior to starting a da vinci si procedure, the 8mm cannula instrument accessory failed the pin gage test. The cannula accessory was brand new out of the box and was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The 8mm cannula instrument accessory was returned and evaluated. Failure analysis investigation found cannula failed obturator test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported pin gage test failure, if to reoccur could cause or contribute to an adverse event.